Manufacturer narrative:
The hook 3pk n5 for hook handle (cev2295a) was returned for evaluation. Failure analysis: evaluation of the hook verified the complaint reported by the customer as valid. The coating was melted near the hook. Root cause analysis: after investigation, it was determined that the reported issue was due to user. There was no manufacturing or coating defect found on the hook. The event may be due to the use of too high of voltage. The instructions for use (IFU) provided with the instrument clearly warns of "the maximal assigned output voltage that can be applied to a monopolar high-frequency electrosurgical accessory", in addition to "exceptions for special indications etched on the instrument and/or on a specific insert. Such peak voltage can be achieved with certain modes of functioning of some electrosurgical generators. Please check with the manufacturer of the electrosurgical generator and/or refer to the technical documentation supplied by the manufacturer of the electrosurgical generator".

Event description:
This is 3 of 3 reports, related to mfg numbers 3003249645-2023-00029 and 3003249645-2023-00028. This report was opened for the third hook reportedly used during this event. A facility reported that the blue coating (insulation jacket) of the hook 3pk n5 for hook handle (cev2295a) melted instantly during use of the monopolar hook on a patient. It was reported that three changes of the hook were necessary as this event occurred three times on the same patient. There was possibility of coating residues remaining in the patient despite the stop of instrument use. It was later reported that there was approximately a 30-minute increase in surgery time. Cleaning of the surgical site and removal of all fragments with forceps was performed. There was no clinical consequence for the patient.